Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub, causing sheath obstruction. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since physical damage was observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was initially reported by the customer that during the procedure, the dilator could not be advanced passed the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The obstruction was at the hub and was noted because the dilator would not advance through the hub without significant force. Even then it would not advance more than an inch or two. The staff replace the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium at that time. It was never in the patient¿s body. The initially reported issue of obstructed sheath was assessed as not MDR reportable as there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended. However, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/3/2020, during product evaluation of the returned complaint device, the hemostatic valve was observed pushed inside the hub. This finding is considered to be a hemostatic valve separation and an MDR reportable malfunction.